Event description:
It was reported that whilst using harmonic focus shears (reprocessed from stryker sustainability) product number har9f lot number 16641167 the patient began to bleed more than expected for this procedure (1000ml). It was discovered that the shears were cutting but not ligating which resulted in the excessive blood loss. As reported, the excessive blood loss resulted in the patient being administered one unit of blood and being admitted to the hospital for observation. The patient was reported to have been discharged the following day. The generator acted normally and did not give any auditory or visual warning to make the surgery team think there was a malfunction. The surgery team got a new (non-reprocessed) harmonic focus shear to finish the case. Once the new shears were used, hemostasis was achieved, and the surgery was completed without further incident. There was no other patient injury or medical intervention reported and extended procedure time reported was about one hour. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device evidence of bio-burden was observed indicating procedural use. The blade, teflon pad, jaw, buttons, handle, and contact pins were intact. The device was verified for proper mechanical functionality of the jaws and handle actuation. No mechanical issues or anomalies were detected. The device was connected to a g11 scalpel generator, using the appropriate harhpbl hand piece, and immediately produced a 'no instrument uses remaining' error as expected due to previous clinical use. The returned complaint device was then reset/unlocked using a rigol dp832 programmable dc power supply and labview 2023 vi package manager. The returned complaint device was successfully reset. The data is captured and retained at stryker's sustainability solutions business unit. After the device was successfully reset, the device was activated successfully using the same g11 scalpel generator, using the appropriate harhpgr hand piece. The min and max buttons were tested. Each time buttons were depressed, the device activated. At no time during testing did the device stop working, produce an error code, or emit any adverse noise. The ability of the device to cut was tested using the same generator with the min and max buttons respectively with tripe, stomach lining as the test medium. The device was able to cut using both the min and max settings of 35k and 55k respectively. At no time during the cutting process did the device stop working, produce an error code, or emit any adverse noise. Additional function testing was completed to verify that the returned complaint device was able to seal. To test burst pressure, a porcine vessel was prepped and tested. Once skeletonized, the vessel, measured with digital calipers. Per the instructions for use, reprocessed harmonic focus® shears + adaptive tissue technology, "the reprocessed harmonic focus®+ shears instrument allows for the cutting and coagulation of vessels up to and including 5 mm in diameter." Vessel thickness was measured at 0.38" using a drop gauge. The burst pressure station was set up. The vessel was placed in the tank/bath and heated to 37c. Once heated to 37c, the vessel was dissected and sealed using the min button on the returned har9f complaint device. The vessel was then set in line at a push rate of saline at 2.5 ml/min. The porcine vessel burst at 10.562psi, 546.21mmhg. A pass is considered to be 4.64psi or 240mmhg. The device inspection and functional testing indicated that the complaint was not confirmed for the reported failure mode. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: generator delivers less energy than displayed settings. Tissue accumulation between the blade and shaft. User activates on min instead of max. User selects improper min settings on generator. The instructions for use (IFU) state: do not torque the instrument by hand or damage may occur to the hand piece. Do not use any means other than the torque wrench to attach or detach the instrument from the hand piece. Take care to avoid damage to the shears when removing the torque wrench from the instrument. Use the torque wrench to tighten the instrument onto the hand piece. Turn the wrench clockwise while holding the hand piece until it clicks twice, indicating that sufficient torque has been applied to secure the instrument. To ensure properly assembly, do not grip the instrument handle while applying torque with the torque wrench. Caution: do not torque the instrument by hand or damage may occur to the hand piece. Do not use any means other than the torque wrench to attach or detach the instrument from the hand piece. - remove the torque wrench from the instrument. Do not discard the disposable torque wrench until the completion of the surgical case. The torque wrench is used for removal of the instrument from the hand piece following the procedure. In the event the torque wrench falls out of the sterile field, replace with a sterile torque wrench. Do not re-sterilize the disposable torque wrench. Caution: take care to avoid damage to the shears when removing the torque wrench from the instrument. - while holding the hand piece, loosen the instrument by turning the torque wrench counterclockwise. Continue to loosen by turning the instrument manually to completely unscrew it from the hand piece. - select the desired variable or minimum power level using the increase and decrease buttons on the generator. ¿ minimum starting power level defaults to power level 3. For greater tissue cutting speed use a higher generator power level, and for greater coagulation use a lower generator power level. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology, and surgical technique. ¿ max power is set at power level 5 and cannot be adjusted. - the blade is ultrasonically energized when either the foot switch pedal is depressed or one of the hand controls is depressed. ¿ pressing either the left foot pedal of the foot switch or the proximal hand control (min) on the instrument activates the selected minimum power level. ¿ pressing either the right foot pedal of the foot switch or distal hand control (max) on the instrument activates the maximum power level. ¿ the generator provides an audible tone to indicate when the instrument blade is active. ¿ the generator changes to a second activation tone as adaptive tissue technology regulates the delivery reprocessed harmonic focus® shears + adaptive tissue technology of energy. ¿ thermal influences ¿ for optimal performance, clean the instrument blade and clamp arm throughout the procedure by activating the instrument tip in sterile saline (illustration 6). The instrument can be wiped with a sterile moist gauze sponge to remove tissue, if necessary. The reported event will continue to be monitored through post-market surveillance.